Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cva/stroke).

Event description:
During index procedure ((B)(6) 2010) one endeavor sprint drug eluting stent was implanted in the obtuse marginal. Approximately 31 months post index procedure ((B)(6) 2013), the patient suffered a cerebrovascular accident (cva). The patient was treated with medication. It is reported that the event was resolved.

Event description:
It is reported that the cva event which occurred approximately 31 months post index procedure occurred one day prior to that previously reported. Patient was discharged to rehab following the event.

Event description:
The investigator assessed that the cva event which occurred approximately 31 months post index procedure was not related to the study device or study procedure.